Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient underwent a pump exchange due to a chronic driveline infection. The patient suffered a hemorrhagic stroke one day post device exchange and subsequently expired on (B)(6) 2015. No additional information was received.

Manufacturer narrative:
The device was returned assembled. The percutaneous lead (lead) was severed approximately 2 inches from the pump housing. The rest of the lead was not returned. The sealed inflow conduit was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. Evaluation revealed white, soft deposition in the outlet stator. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. A correlation between the deposition, the device, and the reported infection and stroke could not be conclusively determined. The instructions for use lists infection and stroke as potential adverse events that may occur with use of the left ventricular assist system. Additionally, lvad s/n: (B)(4) that was implanted during the exchange was received for evaluation. The device evaluation revealed no deposition and the device functioned as intended during functional testing. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.